Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on a dimension exl 200 instrument. The initial discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then repeated three more times on the same instrument, resulting higher than the previous repeat. The corrected result from the second repeat was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to run quality controls, which were within range. A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na result is unknown, as the sample resulted as expected after repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.